Event description:
It was reported that insulin gauge displayed amount different than expected, showing 6 units when caller expected 150 units, and discrepancy was greater than 30 units earlier in day before call. No information was provided regarding impact to customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact them again for troubleshooting if active fill estimate issue occurred, which caller acknowledged.